Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to noise, oversensing, increased impedances, loss of capture and pacing inhibition. The device was also replaced at the same time to avoid an additional surgery in the future. Both the device and lead were successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.